Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z the vacuum suction line from the stabilizer of the maquet acrobat-I broke during an off-pump acb. It tore and so the ¿foot¿ could no longer create suction. When changing the stabilizer from the finished anastomosis to the next coronary vessel that still had to be operated on, suction could no longer be built up via the suction line, the stabilizer could not fix the heart or the surgical area and as a result the defect fell close to the tube attachment (near where the hose is attached to the stabilizer). This did not happen during the suturing of the anastomosis (fortunately) but while attempting to reposition the foot. The patient was therefore not put at risk. A new stabilizer then had to be used. There was a delay of around 10 minutes in the operation due to the change of the stabilizer.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The suction tube of the device was observed to be partially detached from the base of the suction tip. There were no other visual defects observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "break" was confirmed. A lot history record review was completed for lots: 3031531839, 3031536934, and 3031549384 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.